Event description:
Covidien received information stating that 840 ventilator had an intermittent touchscreen failure. The ventilator was not in use on a pt at the time the malfunction occurred. The customer replaced the graphic user interface (gui) touchframe. The customer was to complete electrical tests prior to returning device to clinical area. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).